Event description:
It was reported that a cartridge alarm 30 occurred during pumping. There was no adverse impact to the customer's blood glucose level, which was confirmed not to exceed 500 mg/dl. Technical support arranged to send a replacement pump with updated software to the customer. The customer was advised on steps for using the new pump and instructed to return the problematic pump to tandem using the provided return box and pre-paid label within ten days. The customer acknowledged and understood the instructions.